Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that the valve ruptured, causing a leak which resulted in a revision. The pt was said to be fine.